Event description:
It was reported that the device had gentamicin free flow and backed out screw. There was patient involvement however patient impact is unknown. Although requested further information was not known.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Correction : initial reporter occupation, annex b : b21, annex c : c21, annex d : d16, additional information : other occupation, device eval by manufacturer?, annex a : a050701, a230502, a1801, a0709. Annex g : g0301204, g0405206, g02017, g0301204, g04070, annex b : b01, b14, annex c : c07, c23, c17, c02, annex d : d15, d11, d07, d02, a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : see manufacturer narrative.

Event description:
It was reported that the device had gentamicin free flow and backed out screw. There was patient involvement however patient impact is unknown. Although requested further information was not known.